Event description:
Event description cpi received information that a patient's ventak prx implantable cardioverter defibrillator (ICD) was emitting a constant tone when a magnet was applied several days after the patient had undergone back surgery.